Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. The trial began (B)(6) 2022. It was reported that patient said he was doing his own adjustments but noticed today when he did them that he didn't feel a difference and was unsure if the leads might have moved.

Manufacturer narrative:
Date of event: date is approximate. Concomitant medical products: product ID: 306001, lot#: unknown, product type: screening device; product ID: 309201, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown; product ID: 309201, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.